Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and recommended to bring in the patient to adjust output. This lead remains in service. No adverse patient effects were reported.